Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s daughter reported that the patient felt a jolt in their chest when using an adjustable bed. Interference with the implantable pulse generator (ipg) device was questioned. The device remains in use. No further patient complications have been reported as a result of this event.